Event description:
It was reported that the device was found in back-up mode. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a parity error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.